Event description:
The catheter tip was inserted into the funnel end. The patient inserted the catheter not knowing and had difficulty with it. When they took it out it was full of blood and they got scared. They were taken to seek medical attention and everything was ok.